Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by the sales rep in japan that during an arthroscopic rotator cuff repair surgical procedure on (B)(6) 2024 while using the ideal suture shuttle 90 degrees device the suture shuttle tip deformed soon after the start of use of the product. It was easily bent. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that the device tip is bent. The rest of the device does not show structural anomalies. The device will be sent to the manufacturer for further investigation. The manufacturer performed an investigation with the following results; the device was checked, and it still meets the bending force specifications, it was tested for the bending force and the results meets the requirements. No dimensional issues were detected. No corrections are required, since the device was scraped. Our investigation team, which consists of engineering, production, qc and qa personals performed the investigation and this is their finding. See IFU for instructions on the use of these devices. According to the IFU instructions axial force must not be applied on the suture shuttle. In the precautions in the fij says do not apply axial or bending forces to the needle shaft. The description of this device it is clearly stated that the suture shuttle is to be used only for passing suture through tissues. In the contradiction section also warns not to use bone or other similar tissues. The instruction for use guides the right way of using the device. In all the above instructions, the device must be used with care and to follow the instructions. This device and the manufacturing processes have been validated and approved. As to our risk analysis report, the bending of the device has little potential of injury. After reviewing all the above information, the description of the complaint and the information in the IFU, our investigation team concluded there was a misuse of the device that caused this failure. Root cause: misuse of the device. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to misuse of the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4; the date of manufacture and expiration date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.